Manufacturer narrative:
Customer reported that they would send the sample out for workup at reference lab; no results or follow-up was provided to immucor. (B)(4).

Event description:
On (B)(6) 2021 a customer reported unexpected positive with anti-a,b in manual tube testing.